Event description:
The customer reported infection at the site of the sensors insertion. The customer stated that they wore the sensor for only one month in january and did not wear it ever since because their insurance does not cover the cost. The infected area showed signs of redness and abscess. There was no blood at the site. The irritation was pump bumps. The customer was prescribed antibiotics to treat the infection. The customer also reported accuracy issues with the sensor and stated that the sensor did not last the full 6 days when they were using the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.